Event description:
It was reported by service report that the fowler angle reads 2 degrees when the fowler is flat. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed out of calibration.